Manufacturer narrative:
Citation: ponder r, et al. Reducing transcatheter valve endocarditis incidence with ptfe-covered ¿¿pre-stents¿¿. Pediatric cardiology. Abstracts: pics-aics virtual symposium september 10¿12, 2020; 41:1258. Doi: 10.1007/s00246-020-02408-w. Published: 31 july 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding incidence of endocarditis following transcatheter pulmonary valve replacement (tcpvr) with or without covered pre-stents. All data was collected from two centers between 2010 and an undisclosed end date. Of the 523 tcpvr procedures conducted during the study period, 399 were performed with medtronic melody transcatheter pulmonary valves (without a covered pre-stent = 372, with a covered pre-stent = 27). No unique device identifier numbers were provided. Of the melody valves implanted without a covered pre-stent, an unspecified number of endocarditis cases occurred within ten years po st-implant. Based on the limited information provided in the abstract, a small percentage of these endocarditis cases may have occurred within 60 days of valve implant. Conversely, there were no cases of endocarditis with melody valves implanted after placement of covered pre-stents. No additional adverse patient effects or product performance issues were reported.